Event description:
On 27-mar-2026, it was reported by an arthrex subsidiary employee via email that an ar-3632sp fibertak sp suture anchor malfunctioned during use. During suture placement, one suture was observed to be broken and was removed. When attempting to pass another suture to complete the stitch, it was noted that the anchor had positioned itself outside the bone hole. The anchor was subsequently removed, and a new product was used. The replacement anchor was introduced and functioned normally. The issue was discovered during a procedure performed on (B)(6) 2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.